Event description:
It was reported from (B)(6) that during a cochlear surgery, it was observed that the head of burr device came off in the surgeon¿s hand. According to the report, the device was connected and on. However, it was observed that the burr device was not spinning. The reporter stated that the surgeon tugged at the burr device to check if the device was loaded correctly and the head of the burr device came off in the surgeon¿s hand. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available for use and was used to successfully complete the surgery. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as jan 21, 2014 in the initial report. The device manufacture date has been updated as jan 9, 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due to excessive lateral or side to side force loading during use. This was further defined as user error, misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.